Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called in and stated that he had broken the screen on their pump. The patient indicated that the screen was unresponsive after that. The agent arranged for an immediate replacement. Blood glucose (bg) was not affected, and no reported symptoms were experienced by the patient during the event. No medical intervention required at the time of call.